Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer did not need third-party assistance and resolved the issue by changing the infusion set and cartridge and then resuming insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy.